Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they experienced low blood glucose at night usually between 2 to 3 am with blood glucose of about 47 mg/dl at the time of the incidents. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. The customer was going low even after stopping the insulin pump basal rates. Troubleshooting was not completed as the customer was going to download the pump and then call back. The insulin pump will not be returned for analysis.